Manufacturer narrative:
Concomitant: product ID 3778-75, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 3778-75, serial# (B)(4), implanted: 2009-(B)(6). Product type lead. (B)(4).

Event description:
It was reported that there was low out of range impedance values. In addition, this was a cervical implant, and stimulation was positional. It was noted to be ¿increased to where the patient needs it.¿ the implantable neurostimulator (ins) voltage was 2.930v on the date of report. Program one was at 2v, 60 pulse width, 60hz, 153 ohms, two anodes, and two cathodes. Program two was 1.5v, 100 pulse width, 60hz, 160 ohms, two anodes and two cathodes. Cycling was on for thirty seconds and off for thirty seconds with the implantable neurostimulator (ins) on twenty-four hours per day. The longevity estimate was 52 months from implant date. The caller did not know if the therapy impedances were new or old. The cause of the impedance issue was not determined. There were no lead fractures noted. In addition, there was no troubleshooting, intervention or other actions taken to resolve the event. The patient was fine and receiving effective therapy.